Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running hot and the preload won't spring back. It was also noted that the device was running over specification (127 degrees should be less than 118 degrees) and the preload was sticking. It was also noted that the bearings and the preload are worn out and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and evaluation, it was observed that the attachment device had a temperature that was too hot and the preload would not spring down. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.